Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited intermittent ventricular undersensing on the patient's loop recorder. Programming changes were made in clinic at a later unknown date. The patient was reported as stable.